Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently, pump time was incorrect; cause was not known. Customer could not confirm if blood glucose (bg) was impacted. Current bg was 136 mg/dl. Tandem technical support reviewed pump data. The time issue could not be confirmed; customer declined further assistance.